Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the distributor indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10. Device available for evaluation? (Do not send to FDA) 2. Section h. Box 3. Reason for non-evaluation 3. Section h. Box 3. ''Other'' reason for non-evaluation the product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 1.3005168196-2019-02188 2.3005168196-2019-02189.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-02188, 3005168196-2019-02189.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod8s. During the procedure, while advancing a pod8 through a non-penumbra microcatheter, the physician experienced resistance at the tip of the microcatheter; therefore, the pod8 was removed. During retraction, the pod8 unintentionally detached inside of the microcatheter. Therefore, the physician removed the microcatheter containing the detached pod8 and introduced a lantern delivery microcatheter (lantern). Next, the physician advanced a new pod8 against slight resistance into the lesion and successfully completed the procedure. There was no report of an adverse effect to the patient.